Event description:
The customer reported, "sterrad is down" and error for "temperature has not risen". While onsite repairing the unit the asp field service engineer (fse) reported that the exhaust filter was 'smoking'. The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
The fse replaced the exhaust filter and ran a test cycle. Upon final inspection, the unit was operational to MFR specs.